Manufacturer narrative:
Concomitant product(s): a 310f31 tissue valve, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the lead came out in the night. A follow up with the patient¿s healthcare provider yielded that the right ventricular (rv) lead had dislodged with elevated high thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.